Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set cannula was kinked event on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose was 567 mg/dl and experienced with moderate level of ketones. Therefore, patient was treated with correction injection via mdi. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.